Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon further evaluation of the device, stryker observed that the main keypad would not activate the correct button when selected. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker replaced the device¿s main keypad assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.